Event description:
It was reported that a user experienced difficulty pairing a freestyle libre 3 plus sensor with the ilet because the sensor had been started in the freestyle libre app instead of the ilet app, resulting in the sensor being in use by another device. No adverse clinical symptoms were reported. Outcomes included user education and a transfer to the partner organization to request a replacement sensor with no reported health impact. User support included troubleshooting with the user and verification that the sensor was claimed by a non-ilet application. Investigation of this case revealed that the sensor pairing issue was due to use of the third-party mobile application to start the sensor, which prevented recognition by the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and use error.